Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure prior to the fifth firing the scrub tech hit the device on the mayo stand to release the cartridge from the device. The device was reloaded for the fifth firing. The surgeon articulated the device at a 45 degree angle and the device would not stay angled. After a few tries the surgeon got the device to stay articulated. The surgeon placed the device on the tissue and fired. Halfway thru the firing the device de-articulated. The device was removed from the tissue and it was noticed that the inner row of staples were malformed. The surgeon placed clips and sprayed tisseal on the stay line. The fifth firing caused the pouch to be larger than he had wanted. The surgeon fired the sixth firing more medial than he want to compensate for the fifth firing. The device was fired one more time and the device fired fine. The surgeon also had problems closing the device after the fifth firing. Post-op care was not changed. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that the ple60a device was received in good visual condition and with an ecr60g cartridge loaded on the device; it was noted fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device closed, fired and opened as intended. The instrument was articulated and disarticulated properly. Please note to disarticulate the device, the jaws must be in opened position. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.